Manufacturer narrative:
Balloon pressure not within specs.

Event description:
An aus device was implanted on 1/01/92. On 11/20/95 the cuff was revised. On 11/25/96 the balloon was removed from the pt and replaced due to inadequate pressure.